Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during the load process. Reportedly, the customer was not sure if the cartridge was completely installed into place on the pump. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge successfully.